Manufacturer narrative:
Manufacturing site: (B)(4). Attempt was made to gather thorough event information during complaint processing; there was crank-shaped calcification in the lesion. It was the lesion related issue not the device issue. The patient had experienced no adverse effects and would be discharged within three days after the procedure. The returned guide wire was inserted in the concomitant microcatheter when it was returned. Both devices were stuck and the guide wire could not be removed from the catheter. The catheter tip was microscopically observed. It revealed that approximately 6mm of distal segment of the guide wire was out of the catheter tip. The catheter tip was compressed and the fractured core wire of the guide wire was found near the catheter tip. The fractured core was also microscopically observed. It revealed the core fracture surface was flat and helical marks were on the core wire shaft; these finding suggested that the fracture occurred due to accumulated torsion. When the microcatheter and the guide wire were observed under the x-ray, it was found that the coil wire of the guide wire remained in one piece although it was elongated. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that torsion that exceeded the product design limit was inadvertently applied while the wire tip was trapped by the heavily calcified lesion. The coil wire was assumed to get elongated by pulling stress applied after core separation. There was no indication of product deficiency. Core wire fracture is a known malfunction that would cause or contribute to patient injury if this were to recur; however, additional device was used to retrieve the elongated guide wire and thus this event was considered serious injury. Instructions for use states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that during a pci to treat a heavily tortuous and heavily calcified cto lesion in the lad #7, an asahi guide wire was used with an asahi penetration catheter. The guide wire could cross the lesion but the catheter failed when deformity of the guide wire was found under fluoroscopy. The wire operability was felt deteriorated so that the catheter and the guide wire were removed together when peeling of the wire coating was found recognized. A new asahi guide wire was replaced and advanced with a new asahi microcatheter. Although the new guide wire could cross, a balloon catheter and a penetration catheter could not cross the lesion. Laser ablation did not work. An asahi dual-lumen catheter was then advanced along the guide wire and a second guide wire (the subject guide wire) was also advanced via otw lumen in order to widen a path through the calcified lesion; however, the subject guide wire was trapped by calcium and its coils became elongated. After removal of the dual-lumen catheter, a new asahi microcatheter was delivered over to retrieve the subject guide wire. Both the subject guide wire and the microcatheter were then removed. A rota wire was then advanced but deformed due to the lesion so that rotablation could not be performed. The procedure was finished with reestablished blood flow of a >75% stenosis in the lmt.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.